Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Customer¿s blood glucose level was between 130-160 mg/dl. It was also reported that occlusion alarms occurred. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.